Manufacturer narrative:
One model 120403f fogarty catheter was returned for evaluation and blood was visible on the balloon. The customer report of tip separated from the embolectomy catheter was confirmed. Spring tip, with balloon and distal windings were detached from catheter body. Balloon, with distal windings, was detached from spring tip. Spring tip was not returned. As received, balloon was inverted over distal windings. After pulling the balloon back to proximal side, straight edge on the proximal end of balloon latex suggested the balloon latex was intact. No visible damage was observed from windings, balloon or catheter body. The device history record review was completed and no related non-conformances were found. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process, 100% of the units undergo a visual inspection and a balloon visual and inflation verification is performed. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. The IFU also states the following: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the embolectomy catheter, the tip became separated., the issue occurred when attempting to pass the embolectomy catheter distally in the ulnar, and the user was met with significant resistance pulling back. The patient required a cut down of the ulnar artery to retrieve the tip of the catheters. There was no patient injury.